Manufacturer narrative:
Insulin pump model does not have a reservoir tube window. No crack noted on the reservoir tube, however, unit had a missing retainer ring and missing reservoir tube o-ring. Unit also had a severely scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir window was cracked. Customer's blood glucose was not reported. Insulin pump would be replaced.